Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer also reported their blood glucose would rise when they had a bent cannula on the infusion set. The customer also reported a failed battery test alarm occurring on the insulin pump. Customer's blood glucose was 180 mg/dl at the time of incident. The customer was advised to change out the battery. Customer was unable to confirm if they had a failed battery test alarm at the end of the call. Customer declined to return the insulin pump for analysis.